Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Fire testing was not conducted because trigger was jammed. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable. In addition the ratchet pawl was found excessive wear and tear.

Event description:
It was reported that a patient underwent a hernia repair procedure and absorbable straps were used. The white cap was missing from the device, but did not fall into the patient. Another like device was used to complete the procedure. There were no adverse patient consequences.